Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The pinch valve of the cusa excel 36khz tubing set (c3601) malfunctioned. The issue was described as follows: the issue was found during testing in product development. It appears that the durometer of the aspiration tube has changed causing the pinch valve to no longer be able to completely pinch it off during lap mode. There was no patient involvement with this malfunction.